Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the olympus asset evis exera iii video system center for evaluation with a report there was a dvr port issue, and when connected, a static image appeared, and nothing could be seen. The issue occurred during preparation for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no issues. The unit was inspected and it passed all the functional tests. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.